Manufacturer narrative:
Results: eval of the returned unit confirmed that the rj11 receptacle is damaged. The nurse call receptacle is loose, but there is no visible damage to the outside. Loose parts are heard inside case. Nurse call light turns off intermittently when the nurse call cable is wiggled and the nurse call receptacle moves back and forth. Note: instructions for use state: for safe use with nurse call cable: do not stretched or strain cable to avoid possible damage and possible malfunction. Do not attach cable to moving parts of the bed or chair that will cause strain or damage if the bed or chair is repositioned. (B)(4).

Event description:
Customer reported there is damage to the area where the rj11 clips insert into the alarm. The customer did not provide a date when this was discovered. No pt incident or injury was reported.